Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture on (B)(6) 2013. The device is not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013 resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown if this has occurred as of the date of this report, (B)(4).

Manufacturer narrative:
This report is filed july 9, 2013.

Manufacturer narrative:
(B)(4).